Event description:
It was reported that during an attempted implant, although the helix of the right ventricular (rv) lead was extended and retracted several times prior to the procedure, the helix was unable to be retracted. The helix was removed outside of the patient's body, and tissue was removed from the helix. The physician attempted to re-implant the rv lead, however stylet operation was difficult and the helix was again unable to be retracted. The rv lead was removed and a tined lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).